Event description:
It was reported that during a colectomy procedure, the device was fired and upon removal, it tore some of the bowel. The area of torn bowel was sutured. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.